Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2007 to present date (B)(6) 2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed plunger verification. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device failed plunger verification. It was reported there was no patient involvement.